Event description:
It was reported that the pt underwent a sling procedure in 2003. Post operatively the pt experienced urinary retention and detruser instability. Urodynamic studies showed voiding dysfunction and a 300cc post void residual. The pt has experienced recurrent urinary tract infections for which pt has received antibiotic treatment. The physician plans to operate on the pt to loosen the tape.